Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 3 not detected on bus and pharmacy staff tried to recover and restarting but unable to recover. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 2 full height drawer 3 was not detected on bus. A field service engineer found pyxibus module control board lights were all off, then replaced the pyxibus module controller board and drawer controller to resolve the issue. Performed hardware test application test. The system functioned as intended after the field service engineer repaired the device.